Event description:
Pump was reported broken near charging port, compromising internal mechanisms. There was no adverse impact to the customer¿s blood glucose level. Customer, whose device is out of warranty, is in the process of obtaining a new pump and declined follow-up from customer technical support.